Manufacturer narrative:
The reported glidescope core 15-inch monitor was returned to verathon for evaluation along with the glidescope core smart cable used with the monitor during the reported event. A verathon technical service representative (tsr) evaluated the monitor but was unable to confirm the reported image freezing. When connected to known, good, test verathon equipment, the video image was normal. However, the sporadic picture-taking phenomenon was confirmed. When connected to the test equipment, the monitor was taking pictures randomly without being prompted. The touchscreen was found to be unresponsive. Next, the tsr evaluated the returned glidescope core smart cable but was unable to confirm the reported image issue. When connected to known, good, test verathon equipment, the video image was normal. Upon connecting the smart cable to the test equipment initially, the test monitor displayed an error "monitor overheating." However, the tsr was unable to replicate the error message after the first observation. The issue was isolated to the monitor's touchscreen/front shell which was replaced. Upon completion of the evaluation and repair, the monitor was returned to the customer and the smart cable was scrapped due to the customer already being provided a replacement smart cable prior to its return to verathon. Corrective action is currently not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the image was sporadically freezing for 3-4 seconds. It was also reported that when plugging in a video laryngoscope, the monitor was spontaneously taking pictures and making "clicking" noises. No delay in the procedure, use of a backup device, or harm to the patient was reported.